Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b3, b5, b6, d1, d2, d4, d6a, d6b, g2, g4, h4, h6.

Event description:
Physician later confirmed left side lump, pain, and rupture. Device has been explanted and replaced.

Event description:
Patient reported unknown side rupture. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.